Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The contact reinforce was applied to the signal line from the image functions board. The system was tested and found to be working as intended and put back into service.